Manufacturer narrative:
As received, a catheter was returned in one piece with the protective sleeve covering the docking cap and device attached. Visual inspection found the tether control in aligned position and the tether mode control in docking mode position. Blood was noted on the docking cap. After cleaning, the device was released from the catheter by setting the tether mode control to tether mode position, and the control knob in misaligned position. X-ray examination found the torque coil to be offset in multiple locations consistent with procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During the leadless pacemaker (lp) system implant procedure, at the initial fixation attempt of the lp resulted in failure to capture and increased pacing impedance. While repositioning the lp, the patient's blood pressure dropped immediately after releasing the lp. An ultrasound was performed and revealed a perforation. A pericardiocentesis was performed to address the perforation. The patient was stable and the lp implant system was removed. The patient's blood pressure dropped again and was stabilized with medication. Additional information was received that the patient passed away due to discontinuation of intensive care measures.